Event description:
It was reported that, "short nail, surgeon missed hole with screw for distal locking. Surgeon told this to me 3 days later. He saw screw missing hole in post op x-ray.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.